Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis for this procedure: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, the ibt balloon ruptured during inflation. A new ibt was opened to complete the case successfully. The doctor suspected the event occurred because the drilling was insufficient and the size was big. The product came in contact with the patient. No fragments of the ruptured balloon remained inside the patient. The patient was not allergic to the contrast media. No patient complications were reported.